Event description:
It was reported that balloon rupture occurred. A 5.0mm x 20mm quantum¿ maverick¿ balloon catheter was advanced for dilatation, however, at nominal pressure, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).